Manufacturer narrative:
Analysis confirmed overheating from the programmer event logs. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was displaying an overheating error message. The programmer has been returned for service. There was no patient involvement.